Manufacturer narrative:
N/a.

Event description:
The following has been reported: the infusion bag is an ap2lip (with lipids integrated into the bag), set up on (B)(6) 2024 at 1:30pm, bubbles observed at 8:15pm by the night staff. The infusion bag is more than 50cm from the pump, and the tubing is still that used in the department. After purging the bubble in the bag, we also noticed air bubbles in the sufentanil tubing at regular intervals: 3 bubbles as shown in the photo. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed. No air alarm was found at the event date but an air alarm was identified the previous day but although this could confirm the reported event (no air alarm). Those information are insufficient to confirm a quality issue because according to the history, the air alarms are triggered correctly. The reported device was received in brézins for investigation. Once in brezins, nothing was noticed during both external and internal visual checks. During functional test, air calibration was compliant, then the pump can't be connected to partner. Several functional tests were performed related to the reported event. All were compliant except the low flow one with a small bubble detector threshold, that confirmed the reported event. Cross tests were performed with a new cpu board and/ or a new air sensor. A cpu board failure has been confirmed. Therefore the reported event is confirmed and the root cause is probably due to a defective cpu board. It is therefore advisable to replace the cpu board and, as a precaution, the air sensor and its ribbon cables. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid. The trend is: normal.